Event description:
(B)(4), which was received from the FDA on (B)(4), 2013: "during a ICD replacement and a rv lead replacement, a terumo glidewire was inserted over a metal needle and a portion, approx. 6cm, of the wire covering was stripped. The fragment remained in the pt after the wire was removed. A femoral vein access was made and 13mm snare was used to snag and remove the fragment. The pt did not sustain any ill effects, however, a femoral vein access had to be established which was not planned as part of the procedure. The ICD change out and lead replacement procedure was completed without incident. The pt remained in the ccu overnight for observation only and was discharged on (B)(6).'

Manufacturer narrative:
(B)(4). Results - evaluation of user facility information & the returned sample; evaluation of undamaged sections of the returned sample conclusion - evaluation of user facility information & the returned sample; evaluation of undamaged sections of the returned sample the involved device was received for evaluation by qa at the manufacturing facility on (B)(4) 2013. Examination of the device confirmed that: approximately 86-mm section of the polyurethane coating had been sheared-off of the guidewire; the edge of the sheared material was smooth indicating contact with a sharp surface; and the length of the detached piece of polyurethane was found to match the damaged section of the wire, which confirmed that all of the detached material was successfully retrieved from the patient. Inspection of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies. Testing of undamaged sections of the returned sample confirmed that product performance specifications were met. A review of the device history records confirmed that there were no production related problems this lot number. There is no evidence that this event was related to a pre-existing device defect. The event description and appearance of the return sample are consistent with damage to the polyurethane coating due to manipulation of the glidewire against a hard, sharp surface (most likely the bevel of the metal needle through which the guidewire was reportedly used). The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in damage and/or separation of the outer polyurethane coating. Specific statements include the following: "do not manipulate or withdraw the glidewire through a metal needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire."; "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and (4) "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).